Event description:
--

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged. The lead was explanted and no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis result could not confirm the product allegation. Observation seen that dried blood was seen throughout the lumen. There is nothing visually wrong with the lead that would cause a dislodgment. In addition, allegation of the lead was not confirmed by visual inspection. There is nothing visually wrong with the lead that would cause a dislodgment.